Event description:
The customer reported to olympus that during reprocessing of the evis lucera gastrointestinal videoscope, a non-olympus 3rd party brush was pushed out of suction port facing the wrong way. The customer reported that while flushing and brushing a part of another brush came out of the suction channel. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the nylon brush bristle was identified inside the biopsy channel and the biopsy channel and aspiration channel will be changed to remove the debris. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained and could not be identified. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: cleaning, disinfection, and sterilization procedures - manual cleaning - be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. The event can be detected and prevented by following the instructions for use (IFU) which state: cleaning, disinfection, and sterilization procedures - required reprocessing equipment - channel cleaning brush (bw-20t, except sif-q260) (bw-9y, for sif-q260 only) the channel cleaning brush is used to brush the inside of the instrument channel, suction channel, and the interior and/or openings of the suction valve, air/water valve, aw channel cleaning adapter, and biopsy valve (see figure 3.7). Olympus will continue to monitor field performance for this device.